Event description:
No further event information available at the time of this report

Manufacturer narrative:
One unknown tsv implant was returned for investigation (image I). Visual evaluation of the as returned product revealed a fracture at the collar (image I). A fractured portion of an unknown screw was revealed inside the implant (image ii). The implant measured 3.7 x 11.5mm. The implant had wear to the threads consistent with removal with a trefine. Bone material covered most of the body of the implant. Therefore, it was not possible to identify the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 30 (universal) and was used for 5 years. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was unable to be completed as the lot number was unknown. Complaint history review could not be performed, as the lot number associated with the reported unknown zimmer tsv implant was not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured implant with a fractured screw within.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient's weight was not provided. Unknown zimmer implant. Catalog number and lot number is unknown. Device manufacturer date is unknown.

Event description:
It was reported that the implant fractured and had to be removed. The patient will return for additional appointments for a new implant placement. Tooth #30.